Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in patient use. The device has been returned to the manufacturer, but evaluation on the device has not yet begun. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator inoperative condition occurred. The device was not in patient use. The device has been returned to the manufacturer, but evaluation on the device has not yet begun. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete. During the evaluation of the device at the third-party service center, the complaint was not confirmed. However, the unit failed in power source verification and an error pertaining to the detachable battery was observed. The detachable battery was replaced to address the issue. A trilogy evo detachable battery was returned for investigation due to reported errors. The product investigation lab (pil) is unable to confirm the complaint of the trilogy evo detachable battery. Pil visually inspected the suspect component for obvious defects and found connectors damaged. Pil installed the suspect component into the pil trilogy evo test bed ran the device and no unexpected errors were generated. The battery charged properly. Pil concludes that the detachable battery charged properly.

Manufacturer narrative:
The manufacturer previously reported information alleging a ventilator inoperative condition occurred. The device was not in patient use. The device has been returned to the manufacturer, but evaluation on the device has not yet begun. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete. During the evaluation of the device at the third-party service center, the complaint was not confirmed. However, the unit failed in power source verification and an error pertaining to the detachable battery was observed. The detachable battery was replaced to address the issue. H3 other text : device was evaluated by third-party service center.